Manufacturer narrative:
The reported malfunction was observed and isolated to the system board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.